Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
It was reported that the dual chamber pacing system was explanted due to the patient having a "chronic sinus over the iliac incision site." "An abcess cavity down to the leads" was debrided prior to explant. A new dual chamber pacing system was implanted one week later. No further complications were reported as a result of this event.